Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the patient was seen to the hospital because his seizures were getting worse. By checking his device, the physician could not communicate with the patient's generator. Although the patient's device had high impedance, the physician decided to replace only the generator. It was reported that the patient underwent generator replacement surgery on (B)(6) 2016. The generator was replaced due to battery depletion (unable to interrogate the generator due to eos). The lead was not replaced. The patient's vns system was tested upon connection of the new generator to the existing lead and system diagnostics returned high impedance. The physician decided to follow up the patient for a while this way. Battery life estimation was performed and it showed 0.0 years left until near end of service is yes. No further details were provided to date.

Manufacturer narrative:
Evaluation codes ; the previously submitted MDR inadvertently provided the wrong codes for the event.

Event description:
Additional information was received on (B)(4) 2013 that high impedance was seen during diagnostics. Per the patient, there had always been high impedance after surgery. X-rays were taken but have not been received for review; however, it was stated that no abnormal condition was observed in the patient x ray films. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The device was not disabled as seizure frequency decreased after implant. Surgery is likely but has not taken place.

Event description:
During a review of programming history, it was noted that all of the system diagnostics for this patient's device indicated high impedance (limit/high/7/no). It is not clear when the high impedance started as there is no previous programming history available until the first recorded programming history on (B)(6) 2008. Attempts to obtain further information have been unsuccessful to date as the contact medical professionals do not follow-up on this patient any more and data is not within their reach in their facility. It remains unknown to them where the patient is being followed-up.